Event description:
Product was returned as part of recall. During internal evaluation, product button failed to actuate. (Lower 'options' button).

Manufacturer narrative:
Conclusion was used as it reflects component failure where the event is interpreted to be overall device performance. Event date of date that device was tested at the manufacturing facility.